Manufacturer narrative:
Concomitant med products: battery handpiece device,small battery drive device. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the set screw was damaged and the teeth had broken off. It was further observed that the housing was worn and could not turn the lever when the lid device was attached (failed fitting of lid test). It was determined that the device failed the saw blade coupling test. During service/repair, it was determined that the device was beyond economical repair. The assignable root causes were determined to be due to improper use and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was discovered that the recon sagittal saw attachment device was stuck, the teeth of the battery handpiece/modular device were worn down, and the small battery drive would not power on. During in-house engineering evaluation, it was observed that the set screw of the recon sagittal saw attachment device was damaged and the teeth had broken off. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.